Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operation room for an initial implant. During the procedure, it was noted that the patient suffered a dissection during cannulation of the coronary sinus. No other complications or consequences of the dissection occurred. The physician successfully finished the procedure, and the patient remained stable before, during and after.

Manufacturer narrative:
This is a correction MDR to report that the correct product should have been the lead ((B)(4), (B)(4).) In mrn 2017865-2018-15994